Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was having ¿time outs¿ on their stimulation. It was noted that the patient feels their stimulation turn off briefly and then turn right back on. It was noted that these issues were not related to the patient¿s posture. It was also noted that these issues were not related to the patient having a low battery. It was further reported that the patient¿s ¿device times out on them¿. It was noted that their device turned off and on really fast throughout the day. It was noted that this on and off phenomenon could ¿happen 25 times throughout the day¿. It was noted that their device would turn off and then turn back on within ¿one milisecond¿. It was noted that the patient did not have these issues with the trial but they started happening once the patient got the permanent implant.